Event description:
A voluntary medwatch (mw5104116) was received by the manufacturer. The complaint alleges the patient may have been breathing in particles from the machine and caused pneumonia, kidney problem, itching, skin irritation, headache. The patient expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.